Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. No injuries or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).